Manufacturer narrative:
(B)(4). Date sent: 12/8/2025. D4 batch #: c9em5l. Investigation summary: the product was returned for evaluation. Visual analysis of the returned sample determined that the device was returned with no apparent damage. No top jaw missing was observed. The device was connected to the generator and it was recognized. However, the blade did not fire during the mechanical test when the cut button was pressed. The device was disassembled to verify the condition of the internal components, and it was found that the knife was broken due to the weld failure because of galvanic corrosion. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what could have caused this issue.

Manufacturer narrative:
(B)(4) date sent: 11/24/2025 d4 batch #: unknown. Additional information was requested and the following was obtained: did the electrode ceramic separate or break off? No did the knife get damaged or break off? Yes is the jaw damaged but not broken off? No damage to the jaw is the jaw loose but not detached? No is the top jaw broken off the of the device? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon claims that he was the device on a long unknown procedure and during the end of the procedure, the blade popped out. There were no patient consequences.